Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive, gpos, and rtos were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 system was losing images. No pt injury was reported.